Event description:
It was reported that during ligament reconstruction of ankle joint, the eyelet part broke off. A pilot hole was made by k-wire before anchor was put in. Anchor couldn't be retrieved from body. The eyelet is stuck in the inserter and broken anchor remained in patient's body. Another corkscrew anchor was used for this surgery.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment the device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed that the distal portion of the anchor has broken-off. The driver was returned with the proximal hex drive portion of the anchor lodged in the distal tip of the driver with the sutures attached. The exact root cause of the complainant's event was unable to be determined. The most likely cause(s) of this type of event include improper bone preparation for the hardness of bone encountered and/or over-insertion. Punching is the primary method for bone socket preparation, however, in hard bone, the punch should first be used to create a pilot hole, then insert the tap to better prepare the bone. This instruction for use is contained in the product sales bulletin. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.